Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a type 1 bicuspid aortic valve with left coronary to right coronary cusp fusion, a pre-implant balloon aortic valvuloplasty was performed using a 22 millimeter (mm) non-medtronic balloon. During the pre-implant bav, additional volume was added and the bav was performed at 23 mm. Upon deployment of thevalve, the implant depth was too shallow at 0 mm, and the valve was subsequently recaptured. Upon the second deployment attempt, an infold was observed. The valve was recaptured and deployed again, however, the infold did not resolve. Subsequently, the valve was withdrawn from the patient. A pre-implant bav was performed using a 22 mm non-medtronic balloon, and additional volume was added to reach approximately 23.7 mm. A new valve was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received indicating that no misload was identified during loading. Per the physician, the patient's type 1 bicuspid aortic valve with l-r fusion contributed to the infold. There was procedural delay.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a type 1 bicuspid aortic valve with left coronary to right coronary cusp fusion, a pre-implant balloon aortic valvuloplasty was performed using a 22 millimeter (mm) non-medtronic balloon. During the pre-implant bav, additional volume was added and the bav was performed at 23 mm. Upon deployment of the valve, the implant depth was too shallow at 0 mm, and the valve was subsequently recaptured. Upon the second deployment attempt, an infold was observed. The valve was recaptured and deployed again, however, the infold did not resolve. Subsequently, the valve was withdrawn from the patient. A pre-implant bav was performed using a 22 mm non-medtronic balloon, and additional volume was added to reach approximately 23.7 mm. A new valve was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012294211); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.